Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report.

Event description:
It was reported to vyaire that a patient expired while on the vela ventilator. The customer stated that they do not think the ventilator was at fault however they would like to have the unit testing for proper operation.